Event description:
Pt completed brachytherapy in 2003 and transferred to rehab. Two days later, pt experienced a seizure while in a rehab facility. They were then transferred to the hospital where their dilantin level was found to be low (free 0.7 ug/nl, total 2.9 ug/ml). They were placed on IV dilantin and their dilantin levels became therapeutic with the total dilantin of 11 and a free dilantin of 2.2. They were seen by the dept. Of neurology who felt that neurontin should be added. In addition, they were placed on IV decadron and a recheck cat scan was performed. The pt was monitored for 48 hours. They had no more seizures and were discharged back to rehab three days later. Reporter believes event is related to device.